Manufacturer narrative:
H11: there were no photos provided for review, and the physical sample was not received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release were met. Complaints received for this product and conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for the identification of emerging trends. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information, h6 (annex g ¿ component code), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on 07-oct-2025, the safe-t-centesis kit device color indicator also did not work, did not click, and did not go from red to white. A new set was opened to complete the procedure. No patient injury was reported.

Event description:
It was reported that on (B)(6) 2025, the safe-t-centesis kit device color indicator also did not work, did not click, and did not go from red to white. A new set was opened to complete the procedure. No patient injury was reported.

Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. The device is pending return. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.